Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006 UDI for concomitant product, tined lead: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of illness (general) was defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported on (B)(6) 2025 that the patient had a follow-up appointment in the office with the physician and the representative, concerning an infection around the implant site location that the patient has. It was also mentioned by the patient that they are experiencing inflammation, swelling, and edema. The physician wants to remove the device and has scheduled the removal of the device on (B)(6) 2025. The patient had their device removed on (B)(6) 2025 as per the appointment scheduled. The device was discarded by the facility per their policy. The patient is doing well post-removal, and the infection has been resolved.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported on (B)(6) 2025 that the patient had a follow-up appointment in the office with the physician and the representative, concerning an infection around the implant site location that the patient has. It was also mentioned by the patient that they are experiencing inflammation, swelling, and edema. The physician wants to remove the device and has scheduled the removal of the device on (B)(6) 2025. The patient had their device removed on (B)(6) 2025 as per the appointment scheduled. The device was discarded by the facility per their policy. The patient is doing well post-removal, and the infection has been resolved.